Event description:
I had open heart surgery and the temporary pacing wires were not taken out. I was not told they were in me and I complained. I felt a burning in my chest which the doctor said it was angina. The nitro they gave me didn't work and a red spot and healing in that area appeared. Meanwhile I was called crazy and nuts. I went for a chest x-ray - cat scan in (B)(6) of 2016 and they found 3 pacing wires in my chest with one piercing the diaphragm. I was asked if I had a pacemaker which I didn't. I was told I should never take another MRI or be near any magnetic currents which means no microwaves. No electric stoves, no cell phones, etc because the wires are picking up the charges. The doctors don't tell you they leave them in and I am asking you to require them to give you a card and education material to inform you what can happen if they leave them in. Basically I am cooking myself to death and no one is out there to protect the people with this.